Event description:
The customer called lfs in 2001 alleging that the customer's sure step meter was giving an error 6 message. Per ccr the following info was documented: "error 6 appeared as soon as the meter was turned on". Customer not able to test (unclear since how long). Customer tried using the fasttake-(unclear if the customer got a reading on that meter). No harm, no symptoms. Ccr replaced with an ultra kit since customer not comfortable with the ss meter.